Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 visual examination of the provided pictures identified what appears to be bio-debris on the glenoid, post, and nano stem. The glenoid component is fractured where the base insert is over-molded in the poly. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 113042; lot# j7135206, item# 118001; lot# j7140198, item# us-115734; lot# 097290, item# sagp0002; lot# 65169802. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately three (3) years and six (6) months post-implantation to be converted from an anatomic shoulder to a reverse shoulder due to loosening of the glenoid component. Attempts have been made and no further information has been provided.